Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that there was an inaccuracy during a transsphenoidal surgery. The surgeon registered at the beginning of surgery, but did not proceed immediately to navigation. Most of the surgery was completed without medtronic software. Only at the end of the case when the surgeon went to verify the straight suction did the surgeon note that navigation was 5mm inaccurate in the inferior direction. Most of the surgery had been completed by then, and medtronic equipment was not used to finish. There was no reported delay to the procedure. There was no reported impact tot he patient.

Manufacturer narrative:
D10: section d references the main component of the system. Other medical products in use during the event include: product ID: 9735736, software version #: 2.1.0 h3, h6: the system was serviced in the field. No failures were identified. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Code d15 is applicable, as are previously reported codes b01 and c19. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.